Manufacturer narrative:
The rep and provider evaluated the device. User error.

Event description:
Consumer alleges he was going up a ramp at home when his chair would not go straight and veered to the right pinning his right leg.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges he was going up a ramp at home when his chair would not go straight and veered to the right pinning his right leg.